Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform functional test including self test, unexpected restart error, basic occlusion, occlusion, prime, excessive no delivery, delivery accuracy and displacement tests due to the motor error alarms. The pump was received with a cracked case at the display window corner and battery tube threads. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018 with blood glucose level was 229 mg/dl at time of incident and the current blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. Customer stated that she got the 11 errors for the no delivering alarm and the differ blood glucose¿s level was 250 mg/dl, 300 mg/dl and 280 mg/dl. The customer was treated with insulin novolog injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will be returned for analysis.